Event description:
A surgeon reported that following intraocular lens (iol) implant surgery in a clinical study patient, the lens rotated 27 degrees clockwise. Additional information was received from the surgeon, who indicated the event resolved when the lens was repositioned.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There were no other complaints reported in the lot number. (B)(4).